Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly and pump error alarm. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump alarmed pump error but was able to complete pump rewind. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Device passed the displacement test, sleep current measurement, active current measurement and self test. All currents within specific range. No unexpected failed battery test or battery failed alert noted during testing. No damage to the keypad assembly and the keypad connector on electrical board was locked properly during visual inspection. However, hardware low level failures error alarm confirmed in the device history due to broken trace at keypad assembly.